Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that the pump is not working was determined to be reportable.

Event description:
It was reported that the pump on the careguard pad and pump is not working.